Event description:
It was reported that during a surgical procedure at the user facility, the core universal driver was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress, add'l info will be submitted once the quality investigation is completed, if add'l info is received and requires reporting.